Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. No other damages or defects were found that would contribute to the reported events.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Patient reported bg levels were increasing despite delivering boluses. Trace ketones and skin irritation at the infusion site (arm) were also present. Additional method of treatment was not provided. The patient's blood glucose and insulin history are/is as follows: time bg(mg/dl) bolus(u) 11:20pm (pod activation) 12:18am 231 1.8 1:00am 267 1.1 2:00am 300 1.55